Manufacturer narrative:
The monopolar curved scissors instrument has not been returned to isi for failure analysis investigation or evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, a fragment from the monopolar curved scissors instrument broke off and may have fallen inside the patient. However, at this time, the location of the instrument fragment is unknown. There is no indication that a malfunction of the monopolar curved scissors instrument occurred.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure , there was a crack on the shaft of the monopolar curved scissors instrument and when removed from the patient a piece of the shaft was missing, customer tried looking inside the patient but was unable to locate the fragment. On 11/08/2016, intuitive surgical, inc. (Isi) contacted the isi representative who reported the incident and they could not confirm if the fragment fell inside the patient. On 11/22/2016 isi contacted a nurse from the site which stated that about halfway through the procedure a surgical technician noticed a small crack on the shaft of the monopolar curved scissors instrument. The surgical staff attempted to remove the instrument however it got stuck in the trocar and had to be removed with the trocar from the patient. The surgical staff noted that a small fragment of the instrument shaft right below the tip cover was missing upon removal from the patient. The surgeon looked for the fragment inside the patient, and the surgical staff inspected the or area, however the fragment could not be located. The hospital stated there were no post-operative tests (i.e. X-ray, ultra sound) performed. The nurse stated that there was no video recording of the procedure and that there were no reported issues with the cannula and that the instrument and the cannula were inspected prior to use. She also confirmed that there no intra-operative collisions of instruments were seen. In addition; no patient harm has been reported as of the date of this report. The site is unsure if the missing instrument fragment has been retained by the patient.